Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cutting device not easily pushed out to cut branches during case. The cutting jaws was getting caught up inside the cannula at the distal end when moved out to cut branches due to unusual resistance. No issues on retracting cutting device back into the cannula. Case was completed with same device. No harm to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production (B)(4) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period jan -2019 through dec -202 was reviewed. There were no triggers identified for the review period. Communication/interviews: (B)(4) communication/interviews were performed to obtain all possible information. Testing of actual/suspected devices & testing of raw/starting materials: (B)(4). The device was returned to the factory for evaluation on 01/27/2022. An investigation was conducted on 02/22/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring and on the shaft of the cannula as well as charred material was observed on the heater wire of the harvesting device. The harvesting device was returned outside the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties. The harvesting device was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed.